Manufacturer narrative:
(B)(4). Date sent 5/13/2026. D4 batch#: unk. B3: only event year known: 2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Due to this event, was there a change in the original procedure? If yes, what was the change? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure the patient had interstitial lung disease. Powered staplers are not able to divide tissues. Used 2 black reloads with the manual stapler before it jammed. Reverse button not working. Required division of lung tissue with hook diathermy ¿ air leak.